Event description:
It was reported that there was a primary audible alarm failure that couldn't be corrected by a new speaker. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used condition. Attached ehl - proof that device did not have primary audible alarm in past; instead, backup audible alarm verified. Performed power on test and found backup audible alarm; cannot duplicate primary audible alarm during testing and cannot verify in ehl. The customer's reported failure could not be duplicated, and the root cause was undetermined. Replaced lead screw, worn coupling, and motor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.